Manufacturer narrative:
A segment of the lead was later returned, severed 8 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.